Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the vector was reprogrammed to secondary and defibrillation threshold (dft) tests were performed with successful conversion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received ten inappropriate shocks. It was reported the patient had lost 50 pounds in the last six months. Boston scientific technical services (ts) reviewed episodes and noted the r-wave measurements were low. Vector configuration had been in alternate and optimization chose secondary. An x-ray was obtained to assess lead position and no changes from the implant x-ray were found. Additional follow-up with the electrophysiologist clinic was planned. No adverse patient effects were reported.